Event description:
It was reported that pump battery would not charge even though customer used original charging cable, wall adapter, and working wall outlet, and there was no alert in pump history related to power source. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter connected to working outlet for at least 30 minutes until pump began charging and no additional assistance was required.